Event description:
Boston scientific received information that an unspecified left ventricular (lv) lead revision procedure was scheduled to occur. Additional information was later received that this lv lead displayed pacing impedance measurements greater than 2,000 ohms, with loss of capture (loc) at maximum outputs. The current lead measurements were all within acceptable limits. Technical services was consulted and recommended isometric testing to recreate the out of range lead measurements. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.